Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal notification, that patient, underwent initial right knee replacement surgery in 2015. He was implanted with an optetrak device. On (B)(6) 2023, plaintiff is scheduled to undergo right knee revision surgery, approximately 8 years 2 months post initial procedure, to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. No device return anticipated due to this being a legal case. No further information.

Event description:
Legal case - updated information received from legal (B)(6)2023, reviewed by (B)(6), rn (B)(6) 2024- patient was revised on (B)(6)2023, revised to optetrak poly and patella. Operative report of (B)(6) 2023-postoperative diagnosis: 1. Wear-induced synovitis, right knee arthroplasty. 2. Polyethylene wear, laxity, right knee arthroplasty. Assessed the stability of the femoral and tibial components. They were stable and well fixed. The patient had sort of villous nodular synovium which is typically seen with either cement disease or poly wear. The tibial polyethylene was removed. There was some delaminated wear along the posterior aspects, but overall, the poly did not look terrible. There was more wear actually on the patellar component. The patient was taken to the pacu postop in stable condition. There is no other information available. (Op report attached). (B)(4), serial #: (B)(6) - /z-0021-2022/k110547. Original information receive. It was reported via legal notification, that patient, underwent initial right knee replacement surgery in 2015. He was implanted with an optetrak device. On (B)(6) 2023, plaintiff is scheduled to undergo right knee revision surgery, approximately 8 years 2 months post initial procedure, to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.